Manufacturer narrative:
The calibration and qc were acceptable. There was no indication of a reagent issue. The field service engineer (fse) found that the cause was due to an issue with the calibrator. He used a new calibrator and performed an assay performance check and performance testing, and they were within specifications. He also verified that unnecessary dilutions were reduced. The service engineer verified that the instrument was performing within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys estradiol iii results from six patient samples tested on the cobas e 411 analyzer (rack system). Patient sample 1 the initial result was >3000 pg/ml. The repeat result at 1:10 dilution was 1884 pg/ml. Patient sample 2 the initial result was >3000 pg/ml. The repeat result at 1:10 dilution was 2031 pg/ml. Patient sample 3 the initial result was >3000 pg/ml. The repeat result at 1:10 dilution was 2505 pg/ml. Patient sample 4 the initial result was >3000 pg/ml. The repeat result at 1:10 dilution was 2506 pg/ml. Patient sample 5 the initial result was >3000 pg/ml. The repeat result at 1:10 dilution was 2245 pg/ml. Patient sample 6 the initial result was >3000 pg/ml. The repeat result at 1:10 dilution was 1717 pg/ml. The initial results were not reported outside of the laboratory, as multiple patient sample results of >3000 pg/ml, prompting the rerun. The repeat results were deemed correct, as they matched the results from another laboratory.

Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). The investigation is ongoing.